Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable root cause of the no image was damaged endoscopic position detecting unit (upd) probe. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician indicates that no image was displayed. It was determined that the failure was most likely due to damage on the endoscopic position detecting unit (upd) probe. There was no patient involvement.